Manufacturer narrative:
Results: restenosis of the stented artery. Device or procedural images not provided for review. Conclusion: restenosis of the stented artery. Device or procedural images not provided for review. (B)(4).

Event description:
The patient had 2 medtronic drug eluting stents implanted. Approximately 18 months post the index procedure the patient had a follow up angiogram which revealed the stents placed in the lcx to be 100% blocked. Intervention was attempted, however was unsuccessful and the patient was discharged.